Event description:
Report received from (B)(6) stating that the parts on a device "got split up." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition was confirmed. The device was evaluated and damaged locking components, missing internal components and a faulty gear box were found. (B)(4).